Event description:
Mother was holding baby, baby was awake, mom stated, "baby's eyes rolled back in her head & baby went limp. Mom placed baby back in crib & called for nurse. Rn-baby cyanotic & error unresponsive, no pulse, no respirations. Apnea monitor on, but no alarm sounded. CPR started. Pulse & respiration reestablished. Baby monitored one-on-one by rn & transferred to another facility.